Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients and orders were not crossed. A technical support specialist (tss) verified that both critical override and temporary patients for the example patients had been discharged. Tss confirmed that multiple order transactions were working and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a patients and orders was not crossing. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able retrieve medications from the station by overriding it. There were no adverse events or injuries reported based on this event.